Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The pediatric patient experienced a skin reaction at the sensor insertion site. On (B)(6) 2026, the sensor was removed after completion of the 10-day wear period. Upon removal, the parent observed a significant skin reaction beneath the entire sensor patch area. Reported symptoms included redness and tenderness at the site. The reporter further stated that the area became bloody and subsequently developed pustules, ultimately progressing into a localized infection. The reaction extended across the entire sensor patch area. Due to the severity of the infection, the patient was treated with unspecified antibiotic therapy. No additional medical interventions were reported for the current event aside from sensor removal and site assessment. According to the reporter, the patient had experienced a similar reaction in the past, which required approximately three to four weeks to fully resolve. The current skin irritation remained present at the time of the report. The patient was reported to be stable, and her condition was described as ¿fine¿ at the time of reporting. However, the reporter expressed concern due to the child¿s sensitive skin and the recurrent nature of the reactions associated with certain sensor revisions. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).